Event description:
The facility representative contacted baxter product surveillance to report a continu-flo solution set in which the facility was unable to prime the set. According to the report, this was discovered during set-up. There was no patient involvement, no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not available so the root cause cannot be determined. If additional information or samples become available, a follow-up report will be submitted.